Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with 250 units of insulin. Customer¿s blood glucose level ranged from 160-165 mg/dl. Additionally, it was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. Reportedly, customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.